Event description:
This unsolicited case from united states was received on 14-nov-2016 from physician. This case involves a (B)(6) year old male patient who received treatment with synvisc one and after 23 days of receiving the injection patient experienced a feeling of fullness as it something was going to pop in his knee, pain, swelling and warmth. No concomitant medications, medical history or concurrent conditions were reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection, at the dose of 6 ml once (indication, batch/lot number and expiration date: not provided) in right knee for osteoarthritis of right knee. On (B)(6) 2016, after 23 days of initiating treatment, the patient complained of pain, swelling, warmth and a feeling of fullness as it something was going to pop in his knee. On (B)(6) 2016, patient was advised to ice and elevate and follow-up. The same day patient came to office with same symptoms. Patient received methylprednisolone (medrol) dose pack. On (B)(6) 2016, patient had follow-up appointment. Corrective treatment: elevate and ice, methylprednisolone dose pack for all the events. Outcome: recovering/ resolving for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on 30-nov-2016. Global ptc number with results was added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 30-nov-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 17-nov-2016: this case concerns a patient who developed discomfort in the injected joint after receiving synvisc one injection. A causal role of product in occurrence of event cannot be denied since there is positive temporal relationship between administration of product and occurrence of event. However, since there is no information regarding the conditions under which the patient received the injection and the technique of injection a complete medical assessment is difficult. Also, the information regarding the post injection care/precautions received by the patient are not available. Hence, further information is required to make complete case assessment.

Event description:
This unsolicited case from united states was received on 14-nov-2016 from physician. This case involves a (B)(6) year old male patient who received treatment with synvisc one and after 23 days of receiving the injection patient experienced a feeling of fullness as it something was going to pop in his knee, pain, swelling and warmth. No concomitant medications, medical history or concurrent conditions were reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection, at the dose of 6 ml once (indication, batch/lot number and expiration date: not provided) in right knee for osteoarthritis of right knee. On (B)(6) 2016, after 23 days of initiating treatment, the patient complained of pain, swelling, warmth and a feeling of fullness as it something was going to pop in his knee. On (B)(6) 2016, patient was advised to ice and elevate and follow-up. The same day patient came to office with same symptoms. Patient received methylprednisolone (medrol) dose pack. On (B)(6) 2016, patient had follow-up appointment. Corrective treatment: elevate and ice, methylprednisolone dose pack for all the events. Outcome: recovering/ resolving for all the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention pharmacovigilance comment: sanofi company comment dated 17-nov-2016: this case concerns a patient who developed discomfort in the injected joint after receiving synvisc one injection. A causal role of product in occurrence of event cannot be denied since there is positive temporal relationship between administration of product and occurrence of event. However, since there is no information regarding the conditions under which the patient received the injection and the technique of injection a complete medical assessment is difficult. Also, the information regarding the post injection care/precautions received by the patient are not available. Hence, further information is required to make complete case assessment.